Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and as a result the touch screen became cracked, but still functional. Customer reported an elevated blood glucose (bg). Reportedly, an insulin injection was administered to address the elevated bg. Reportedly, customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.